Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that no disposable pump will not run alarm. Alarm silenced and infusion restarted; alarm returned. Pump powered off, tubing clamped, cassette removed, tubing massaged, cassette reattached, settings reviewed, and infusion restarted. The alarm returned. Cassette detachment process repeated. Patient stated she can see air bubbles in her line and was unable to massage them out. Bubbles did not move when tapped on a hard surface. Once cassette was reattached, infusion restarted. The alarm returned. Patient did not want to remove the cassette for a 3rd time and stated she would like to just go to her facility and have them look at the pump. They walked her through powering pump off. Patient verified that her medication was fluorouracil. They do not have any additional information at this time. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.